Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer filled the new reservoir with 300 units but insulin pump was only registering 150 units. Customer stated that insulin pump was accidently dropped and his insulin site was pulled off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.